Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported a string was found in the sterile packaging.

Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: when opening up a nanopass reach crescent the tech immediately identified a hair like string inside the sterile packaging. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported a string was found in the sterile packaging.